Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was stated the customer gave her insulin pump to someone at the hospital and the insulin pump went missing and had been gone for over a year. It was also stated the customer had some brain damage. The customer then reported that she never was hospitalized or went into diabetic ketoacidosis. The customer stated that it was two to three months back that the insulin pump was stolen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.